Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp1008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the valve on the PICC line cracked. No other information was provided. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the white connector was confirmed, but the exact mechanism could not be determined. The implicated product was a triple-lumen powerpicc solo. One non-bas needleless injection cap was returned for investigation. The fragments of a white cracked connector were bound between the threads and the male luer stem. The remainder of the connector and catheter were not returned for investigation. The fragments did not extend beyond the distal end of the stem of the male luer stem. Portions of the material were discolored yellow. The fractured surfaces were jagged. Potential contributing factors include overtightening and chemical degradation. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The complaint sample will be forwarded to the manufacturing facility for further review.

Event description:
It was reported by the facility that the valve on the PICC line cracked. No other information was provided. No patient harm was reported.